Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting a battery gage slightly above elective replacement time indicator 7 months after implant. Event markers and lead impedance measurements were unattainable upon interrogation.